Manufacturer narrative:
Endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The surgeon has indicated that there was no malfunction of the edwards ring. No further actions are possible with the available information.

Event description:
In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 6 years, 1 month due to bacterial endocarditis. Per the op report, patient presented with some emboli to the distal extremity and postive cultures and a vegetation on her mitral valve consistent with infective endocarditis. Findings: large vegetation on her posterior leaflet with the exposed ring posteriorly with an abscess around this also. The ring was removed and the patient's valve was re-repaired with another edwards ring. Patient tolerated the procedure well. Per the surgeon, there was no malfunction of the explanted annulplasty ring.